Event description:
The dr reported the pt experienced a skin rash after a dental procedure with thermafil. The skin rash did improve after being treated with xusal. However, the pt experienced two asthma attacks upon termination of the xusal treatment.